Event description:
It was reported that this right ventricular (rv) lead shock impedance values were rising and have been over 125 ohms. A request for technical services (ts) review was needed. Ts reviewed the provided data and recommended normal follow up. Ts noted that if the shock values continue to rise ts can review the values once again. If the average shock would reach 150 ohms a lead replacement should be considered. No adverse patient effects were reported. The lead remains implanted.